Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 and reported that they had blood glucose (bg) levels in the 200-400mg/dl range with feeling very emotional, feeling like crying, lack of energy and drive. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that they are treating with boluses, adding extra insulin to bolus amounts and giving shots for some of the higher bgs. The patient stated that they took a shot with the syringe and , bg went down. The patient confirmed no power loss and no pump damage. Customer support (cs) reviewed pump and no indication of a pump issue. However, cs advised the patient the pump will be replaced. This report is being made due to the history settings (inaccurate delivery) issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the last basal delivery was on (B)(4) 2013 and the last bolus was on (B)(4) 2013. No alarms outside the range of normal patient use were observed in the pump history and no activity related to the complaint was recorded. The boluses and basal added up correctly to total the total daily dosage, showing the pump was delivering accurately. The pump successfully passed a 29hr flow accuracy test with no alarms occurring during testing. The pump was found to be delivering accurately and operating within required range. The reported complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.